Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calicified, 99% stenotic lesion in the lad. No patient injuries or complications were reported.